Event description:
Customer called and reported the insulin pump alarmed with no delivery during a bolus. Customer's blood glucose was 407 mg/dl, which was treated with manual injection. Customer stated the no delivery alarm was resolved with a complete set change. Customer's most recent blood glucose at the time of the report was 95 mg/dl. Customer also reportedly drove to the hospital to get pens and needles, due to insulin pump not working. Customer was not feeling well and did not remember driving there, but stated she was not hospitalized and had just gone for supplies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.